Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial visual examination of the returned device noted a shaft break located at the distal edge of the catheters strain relief. Further examination of the device noted that it was severely kinked at approximately 520mm distal from the strain relief. Microscopic examination of the balloon profile, and stent found no evidence of damage present. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the shaft fracture occurred. While attempting to pass a 2.5 x20mm promus element stent delivery system through an unknown guide catheter a shaft break occurred. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the shaft fracture occurred. While attempting to pass a 2.5 x20mm promus element stent delivery system through an unknown guide catheter a shaft break occurred. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.